Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Incidents of cracked/leaking valves can be caused by many factors, including but not limited to an excess torque force in combination with over-tightening the connection; if the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. However, without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports cracked/leaking valves are occurring in the infusion suites and with patients going home with a cadd ambulatory pump (average rate is 0.2ml/hr). In the infusion suites it seems to be happening when the nurses flush the line - fluid sprays out the sides of the valves. With the ambulatory pump, the patient goes home and experiences chemo leakage. Scenarios of how the valve is used: infusion suite - the valve is connected to the end of an extension set and then on the other end of the valve connected to a primary line. Ambulatory pump - the valve is connected to the end of the extension set of a huber needle and then the other end of the valve is attached to the cadd pump tubing.